Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required. (B)(4).

Event description:
Through the implant patient registry, it was learned that a patient underwent redo aortic valve replacement to remove his 25mm aortic bioprosthetic valve. Reason for treatment remains unknown. The implant duration of the 25mm bioprosthetic valve was one year and four months. The patient received another 25mm edwards valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Medical records indicated the aortic valve had multiple perforations into the leaflets related to the abrasions from the cor-knots. Based on the information cause received the cause cannot be conclusively determined however, surgical technique and patient factors may have contributed to the event.

Event description:
Edwards received information the 25mm valve was explanted due to severe aortic insufficiency and moderate aortic stenosis. Of the valve from cor-knots was noted. The aortic valve had multiple perforations into the leaflets related to abrasions from the cor-knots. Tee confirmed preserved biventricular function, adequate de-airing of the heart, excellent functioning and well-seated aortic valve. The patient was transferred to the intensive care unit in stable condition. Patient was discharged on post operative day six.